Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer vomited and treated their high blood glucose with 7 units of insulin. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were the size of jelly beans. Customer advised they would change out their infusion set and reservoir. Customer advised they would follow up with their healthcare provider.